Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation and medical records were provided. The filter tilt, perforation of the ivc wall and retrieval difficulties was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j. Vena cava filter allegedly experienced difficult to remove, malposition of device and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6), female; however, the patients weight was not provided.